Manufacturer narrative:
Device evaluation (B)(4) unit of lot c2138105 of zepdf-7-6 was returned. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned. Kinked observed on 3rd porthole of pigtail curl. Buffed end of pigtail curl slightly flared. Functional inspection: 0.035 inch would not pass through device. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zepdf-7-6 device of lot number c2138105 did not reveal any discrepancies that could have contributed to this complaint issue.. Instructions for use and/label review: it should be noted that the instructions for use (ifu0055) states the following: ¿this device is used to drain obstructed pancreatic ducts¿. There is evidence to suggest that the user did not follow the instructions for use. Abnormal use was identified as the device was used in biliary duct. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user did not follow the instructions for use. A definitive root cause of abnormal use where the device was used in bile duct. Product manager notified to consider retraining at facility the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed unused. The investigation findings concluded that a definitive root cause was established. The user did not follow the instructions for use. A definitive root cause of abnormal use where the device was used in bile duct. The complaint is confirmed based on customer and/or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence as this occurred prior to patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
Make an attempt to use, but zepdf-7-6 was kinked, so stop using and another device (unknown detail) was used. Prior to patient contact. Additional information received: 13 feb 2025 1. Does the complaint relate to: · observation prior to patient contact 2. If not, with the device in question, how was the procedure finished? Another device (detail unknown) was used. 3.what was the target location for the stent? Bile duct 4. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored on the shelf. 5. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? N/a 6. Was the wire guide lubricated prior to use? N/a, 7. Was the wire guide inspected for damage prior to use? N/a, 8. Was the device at the center of the complaint inspected for damage prior to use? Nothing in particular 9. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, no (if yes, please indicate the procedure performed.) 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a *if not with the device in question, how was the procedure finished?* 11. What intervention (if any) was required? N/a 12..was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a 13. Were any other defects observed on the device prior to return (other than the reported complaint issue? Unknown. On 25-mar-2025, engineering input confirmed off label use and that there was potential for injury to occur if the event was to recur.